Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 222 mg/dl, 468 mg/dl and 200 mg/dl to 300 mg/dl. After treatment with insulin patient's blood glucose values were 120 mg/dl to 150 mg/dl . Troubleshoot was declined for high blood glucose values. High blood glucose values were treated with insulin bolus. The customer was treated with coffee and carbohydrates. The insulin pump is not expected to be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.